Manufacturer narrative:
A sample cartridge was not retuned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot,. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the cartridge cracked as the lens was leaving the tip of the cartridge. There was no reported harm to the patient. Another lens and cartridge were used to complete the procedure. Additional information was requested.

Manufacturer narrative:
The cartridge was returned with a disassembled lens case loose in a bag. The associated lens was advanced to the end of the tip. The nozzle is cracked. The damage travels into the tip. The tip is split along the top. The lens was torn inside the cartridge. A large portion of the damaged optic protruded through the opening in the nozzle and tip area. The trailing haptic was broken at the gusset area and not returned. The leading haptic was folded into the optic fold in the tip. The cartridge had evidence of handpiece use. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The provided photo matches the damaged condition of the returned product. The associated products listed in the file are qualified for use with the cartridge. The root cause for the observed cartridge damage could not be determined. The returned cartridge nozzle has a large crack that splits as it extends through the parting line and into the thinner tip area. The lens was torn inside the cartridge and partially protrudes through the split nozzle and tip. The damage on the top of the nozzle started in the thick wall cone area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. Damage in the thick cone wall section has been associated with the use of cold viscoelastic. The manufacturer internal reference number is: (B)(4).